Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to a user related (contact with sharp objects or mechanical failure or operator error or thin rubberize layer). The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheter was found to be leaking during water insertion. Subsequently the catheter was replaced with another catheter. The source of the leak was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter was found to be leaked when inserting water and replaced with another catheter for use on patient. The source of leak was unknown as the customer did not check prior discarding it.